Event description:
The customer reported that the system displayed an overload fault error message. This error may cause the system to shutdown. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced and a generator calibration was performed. The system was then found to be operating as intended.